Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative on (B)(6), 2012. The patient's concerns were resolved. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss in therapeutic effect. It was noted that the patient had gallbladder surgery a week prior to the report. It was noted that the patient's implantable neurostimulator (ins) was turned off before the surgery and was turned back on afterwards. It was noted that the patient used her patient programmer to check the status of her device and that her device was on. It was noted that the patient "wanted to check the battery level, so she turned the device off." It was further noted that "the patient's battery was fine, so she turned the device back on, but 2 or 3 hours later she started shaking so bad she had to go to the emergency room (ER)." The patient noted that "they were unable to do anything at the ER, and she was still shaking." It was noted that the patient thought there was an issue with her programmer. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.